Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a low leak co2 rebreathing risk alarm occurred. The remote service engineer (rse) and customer performed a troubleshoot together. It was confirmed the tube setup and whisper swivel was in place. The rse informed the customer that if the device was still giving the error with the correct setup, then a replacement of the flow sensor assembly is recommended. The rse provided the customer with the part number of the flow sensor assembly to order and replace. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer performed testing again and ensured the whisper swivel was attached. The customer confirmed after having the correct setup, the reported issue of the low leak co2 rebreathing risk did not reoccur. The customer corrected the setup to include the whisper swivel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.